Event description:
Customer reported the mpm module for dpm6 not picking up ECG waveform, which may have affected ECG monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacing front panel assembly. The unit was calibrated and safety tested to factory's specs.